Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that temperature alarms occurred, reportedly the pump was not exposed to extreme temperatures. There was no reported impact to the customer¿s blood glucose level. Reportedly customer declined to provide back up insulin therapy method.